Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
(B)(4). Events occurred in the united states. The patient reported the incidents on (B)(6) 2025, involving four infusion sets with kinked cannula. The patient noticed symptoms after three hours of insertion. The infusion set was in use for four to twelve hours. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.